Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was capped and replaced during a scheduled pulse generator change out procedure. There was no patient complications during the event.